Manufacturer narrative:
Device received with cracked lcd display window noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed self test, off no power test, and all operating currents tested within the specification. No charge or battery anomaly were noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm, prime or fill anomaly and rewind anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump squirted insulin during priming instead of dripping and buttons harder to push. The customer stated that the insulin pump had no delivery alarm and also rejected new battery and scratches on screen and difficult to read screen and battery and battery life less than week. Customer also reported insulin pump taken longer to rewind and also cracked on opposite side of reservoir .no harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.